Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that patient's pacemaker exhibited ventricular events that were binned as premature ventricular complex (pvc), which were generated due to diagnostics anomaly resulting from multiple algorithm interactions. The patient was in normal sinus rhythm during these episodes. Patient was asymptomatic and was monitored remotely with no programming changes made at the time.